Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customers blood glucose level was 450 mg/dl at the time of incident. And current blood glucose is 244 mg/dl. Customer had received a no delivery alarm 5 times in the past 4 days. Customer was neither in ER, nor admitted into hospital, troubleshooting was not completed and device return is not indicated.